Manufacturer narrative:
A field service engineer (fse) was dispatched who replace the broken printer with a new one. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to peek tubing between the pre-filter and injector valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016,a customer reported that the printer had a broken piece, it was jamming paper and spilling toner with their g8 analyzer..a field service engineer (fse) was dispatched on 02-mar-2016, to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results